Event description:
It was reported that a reconstitution device was dirty with spots. The spots were located around where the needle protrudes from the plastic. The reporter stated that there were no packaging issues and the sterile wrap was not compromised prior to opening. This was found after the packaging was opened and prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device was visually inspected per product specifications. Visual inspection revealed various dark marks on the device, confirming the reported condition. The darkened material on the device was determined to be degraded material created from the molding process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. A batch review will be performed.  If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.